Event description:
It was reported that there was t-wave oversensing on the right ventricular (rv) lead. The lead was to be revised, but during an overnight evaluation prior to the revision procedure, no additional episodes were seen. It was suspected that the t wave oversensing was related to an ablation procedure the patient had recently undergone. The decision was made to adjust the patient's medications and to continue monitoring. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.